Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with complete atrioventricular blockage and bradycardia. The implantable pulse generator (ipg) reached recommended replacement time (rrt) prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no pacing on the implantable pulse generator (ipg).